Event description:
It was reported in a letter from the distributor that the facility experienced two incidents of cracked female luers. "Once the pts went to hemodialysis, the nurses noticed an air leak coming from the arterial way, specifically form the luer lock. They've tried to tight it up, unsuccessfully." The catheters were replaced in angio.